Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to the patient experiencing recurrent incontinence. It was noted that the device stopped working following an orthopedic procedure on their right hip several months prior. All components were explanted and replaced. No additional patient complications were reported.